Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator's power supply output was adjusted to 5.20vdc. The system was tested and found to be working as intended and returned to service.